Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. The stapler was able to fire. After firing, the stapler did not open on the tissue, it stayed closed. The jaws of the device locked onto the tissue. In order to resolve the issue and complete the case, they replaced it with a new device. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The device was received fully applied. The pushers were advanced. The handle was not locked. Tissue was in the jaws of the device with all the staples. The staples were not properly formed. Microscopic evaluation of the anvil revealed no strike marks in the anvil buckets. The staples appear to have been fired to the side of the anvil. The locking mechanism was damaged and cracked near the head of the device. Functionally; head articulated. The locking collar functioned properly. The instrument was reset and cycled. The jaw clamped and unclamped when the approximating lever was lowered and raised. The pushers advanced. The retaining pin seated properly in the anvil hole. The staple line was properly formed. The handle locked as intended. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the unlocked handle condition may occur when the firing stroke is not completed during clinical application. The replication of the damaged rotation locking mechanism may occur if the device is locked into position and an attempt to rotate the head of the device during application causing the observed damage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.